Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, reported by the patient's parent, the pediatric patient experienced loss of connection. The patient was with the grandparents on vacation and experienced hyperglycemia without any symptoms. The bg (blood glucose) reading was over 600 mg/dl. The patient´s grandmother called the doctor, who recommended replacing the omnipod pump, the sensor, and the transmitter. The grandparents treated the patient with insulin, but it brought the bg level down 20 points but spiked back up 45 points again. They took bg readings every 35 minutes. Finally, the grandparents called ems (emergency medical services). The patient was taken to the hospital and admitted to the emergency room. The patient was treated with insulin but there is no documentation about who provided the treatment and the route. The patient was discharged after 2 to 3 hours. At the time of the report the patient was feeling fine, and the bg reading was 109 mg/dl. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.